Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with mitral regurgitation (mr) for a mitraclip procedure. During the preparation of steerable guide catheter(sgc), loss of column was observed during water seal check. The sgc was replaced with another device to complete the procedure. There was no clinically significant delay or adverse patient effects reported.